Event description:
It was reported that during start of the intra-aortic balloon (iab) therapy, the helium connector on the balloon was deformed and therefore unable to hook up to helium port. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
"Date received by mfg" for prior emdr follow-up # (B)(4) should have been 11/20/2019, not 8/12/2019. Complaint record # (B)(4).

Event description:
It was reported that during start of the intra-aortic balloon (iab) therapy, the helium connector on the balloon was deformed and therefore unable to hook up to helium port. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
This product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during start of the intra-aortic balloon (iab) therapy, the helium connector on the balloon was deformed and therefore unable to hook up to helium port. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
A 50cc catheter extender tubing was returned with a damaged tip approximately 0.3cm long. An underwater leak test of the extender tubing was performed and no leaks were detected. The evaluation confirms the reported problem. However, we are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that during start of the intra-aortic balloon (iab) therapy, the helium connector on the balloon was deformed and therefore unable to hook up to helium port. The balloon was replaced to continue therapy. There was no reported injury to the patient.